Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s lvad system produced intermittent high estimated flow estimation and pump power readings. On (B)(6) 2017, the patient was hypertensive with a mean arterial pressure (map) of 96-106 mmhg. On (B)(6) 2017, the map was better at 86 mmhg. The patient¿s lactate dehydrogenase (ldh) had been in the 300s u/l and was stable at 362 u/l on (B)(6) 2017. The patient¿s inr was supra-therapeutic at 5.4. It was reported that the patient¿s inr was wither therapeutic in the past, or had required treatment with heparin. The submitted log file was reviewed by a representative of the manufacturer's technical services team and revealed that on (B)(6) 2017 pump power readings had increased. It was reported that on (B)(6) 2017, the patient underwent a pump exchange due to suspected pump thrombosis. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline severed approximately 1.5 inches from the pump housing and the distal end of the driveline measuring approximately 30.5 inches in length was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the returned pump, a large thrombus formation was found surrounding the outlet bearing ball and lodged between all three blades of the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The areas of denaturation on the thrombus as well as the contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient; however, a duration of time for which it was present in the device could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, it was occluding the majority of the blood flow path through the outlet stator and could have contributed to the reported elevated ldh levels during the patient's admission beginning on (B)(6) 2017. While the observed thrombus formation could have potentially created increased drag on the spinning rotor to contribute to elevations in pump power, a time frame for which the thrombus was present in the pump could not be conclusively determined; therefore, the thrombus formation could not be conclusively correlated to the power elevations captured in the log file over a month prior to explant from (B)(6) 2017-(B)(6) 2017. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.